Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a meniscectomy due to a device malfunction. No other patient harm or surgical delay was reported. No other device was used to complete the surgery.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was not confirmed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a meniscectomy due to a device malfunction. No other patient harm or surgical delay was reported. No other device was used to complete the surgery.